Event description:
It was reported through clincal affairs that an (B)(6) male patient presented aortic stenosis and moderate to severe aortic regurgitation of the edwards bioprosthetic valve after an implant duration of approximately 12 years. The patient underwent an implant of a transcatheter bioprosthetic valve inside the existing edwards valve (valve in valve, viv) at the end of the procedure, patient is noted as stable.

Manufacturer narrative:
Implantation of a transcatherter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported stenosis and regurgitation cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. No information to suggest a device quality deficiency that may have caused or contributed to this event.